Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), b7 (additional text), g3 (date received by manufacturer), h6 (device code(s)), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The submitted echocardiographic images are remarkable for: a bioprosthesis in the aortic position with normal leaflet appearance and motion as seen. Severe ar with 2 apparent eccentric posteriorly directed jets, including 1 definite anteriorly located paravalvular jet and a second probable anteriorly located central valvular jet. Evidence of prior repair of the proximal tubular ascending aorta but an aortic root that as seen appears to be native. A bentall procedure typically references replacement of the aortic valve, aortic root, and ascending aorta using a valved conduit, and would not be associated with subsequent paravalvular ar. The echocardiographic appearance of the aortic root on the submitted movie could be compatible with the reported history of subcoronary aortic replacement at the time of implantation of the model 11500a27mm bioprosthesis in the aortic position; the implications of this procedure on the subsequent development of paravalvular ar is uncertain. The submitted images are compatible with the presence of severe ar in what are probably 2 large, anteriorly located jets; with a definite paravalvular jet and a probable central valvular jet. A flail bioprosthesis leaflet is not visualized on the submitted images, and the cause of central ar is not clear, however, either leaflet perforation or a flail commissural edge (at the right-coronary - noncoronary commissure) is possible. In addition to theories raised regarding severe vomiting and prior endocarditis, iatrogenic damage to a bioprosthesis leaflet or to the paravalvular area at the time of the rca pci also could be considered. Devices are typically explanted or treated because they are not functioning optimally. In some cases, the failure mode is unknown. Other times, it may be reported as stenosis, increased-high gradient, regurgitation, thickened leaflet, leaflet tear, immobility, restriction, or difficulty coapting. These may be a manifestation of structural valve deterioration (svd) or nonstructural dysfunction (nsvd). Structural valve degeneration deterioration (svd) refers to changes intrinsic to the valve such as wear, fracture, calcification, thickened leaflet, or leaflet tear. These may present as regurgitation, stenosis, increase high gradient, leaflet immobility, restriction, or difficulty coapting. Tissue degeneration related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components yet results in dysfunction of the prosthetic valve. This may present as regurgitation, stenosis, increase-high gradient, dehiscence, paravalvular leak or hemolysis. Based on the information received, the report of flail leaflet and leaflet had torn away from the stent post could be either due to svd or nsvd. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Based on the imaging evaluation summary, theories raised regarding severe vomiting and prior endocarditis, iatrogenic damage to a bioprosthesis leaflet or to the paravalvular area at the time of the rca pci could also have contributed to the leaflet tear reported. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards received notification that an 55-year-old patient with a 11500a27mm valve model implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of three years and one month due to severe regurgitation secondary to a flail leaflet (peak/mean gradient 22/12mmhg; velocity 2.32m/sec; valve area/index 2.43). As reported, the valve started showing signs of failure 9 months before reintervention. The patient presented with shortness of breath. A transcatheter heart valve was successfully implanted in replacement. The patient suffered from recurrent episodes of pericarditis before reintervention. The physicians suspected that the patient likely tore leaflet during an episode of vomiting with a gastrointestinal (gi) bleeding, however, theory was not confirmed. The patient has no history of sepsis or endocarditis. Patient was noted to be well and to not have any complications during post-op.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. 3mensio report was performed as part of valve-in-valve work-up due to aortic bioprosthesis regurgitation. Customer report of regurgitation could not be confirmed through medical records evaluation. No calcification can be observed on the aortic bioprosthesis leaflets. About 10 small areas of hyperdensity along the stent base can be observed which could be consistent with use of cor-knot device. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an 55-year-old patient with a 11500a27 valve model implanted in the aortic position was placed under consideration for a valve-in-valve procedure after an implant duration of three years and one month due to severe regurgitation secondary to a flail leaflet (peak/mean gradient 22/12mmhg; velocity 2.32m/sec; valve area/index 2.43). As reported, the valve started showing signs of failure 9 months before the planned valve-in-valve procedure. The patient presented with shortness of breath.